Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2017 with complaint of dark stools. Their hemoglobin on (B)(6) 2017 was 8.2. The patient was admitted for a suspected gastrointestinal (gi) bleed. A push enteroscopy was performed during admission. Findings were normal and the source of the bleeding was not identified. The patient was placed on iron supplements and discharged home on (B)(6) 2017. No transfusions were given during admission. The patient will have a capsule study performed as an outpatient. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.